Event description:
Hold for as 02.18. It was reported that the ventilators support arm was broken. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with broken support arm has been confirmed during evaluation of received problem description. No pictures were provided and there is no further information on how or if the issue has been resolved.

Event description:
Manufacturer's ref.#: (B)(4).